Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt several times over the last 30 days. The blood glucose reading was 480 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer advised that he would treat with manual injections. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm was noted. The motor was tested outside of the device and passed. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.